Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the switch was broken so the rpms could not be checked and the switch was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during surgery the device would not reach proper speed. There was no harm reported and no additional skin graft was required. An alternate device was available to complete the procedure. At product evaluation investigation the speed was not able to be checked and indicates issue with motor; as inconsistent speed for electric dermatome is reportable due to rgd updates.